Event description:
Patient having laparoscopic surgery, and when the trocar was withdrawn the scrub tech noticed that the blue tip cover was missing. A search was immediately conducted and the tip was found intact inside the trocar sheath.